Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the inner lining of the jaws of a harmonic ace instrument came off. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and no issues were noted. The event occurred while the surgeon was performing dissection. It is unknown what the cause of the instrument breakage was. The instrument was in use for more than 30 minutes when the issue occurred and the surgeon had not noticed any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. A fragment from the instrument fell inside the patient during an instrument tip collision. A visual inspection by the surgeon confirmed that all fragments were removed. No additional surgical procedure was required to remove the fragments. There were no postoperative tests like x-rays or ultrasounds performed. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There are no photographic images of the device or video recordings of the procedure available for isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon detached slightly from the clamp arm. The probable root cause of the teflon pad damage is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.